Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert indicating a consecutive motor stall while attempting a supply change, followed by an inability to proceed, and during a dry run the device delivered (B)(4) units before the same inability to proceed alert occurred, with the user noting an unusual motor sound; the event is consistent with a device motor stall and an insulin flow occlusion associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage consistent with an occlusion in the tubing, aligning with the reported stalled motor behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.